Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of this event, it was determined that this report was submitted in error. Only one liner could have been involved in the event, and both possible products are reported on MFR 0001825034-2017-06962.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ep-105935, epoly 32mm rlc lnr mrom sz25, 900730; pt-106062, regen/rnglc+ multi 62mm sz 25, 757720; 51-100040, tprlc 133 fp type1 pps so 4.0, 3548465; 650-1056, cer bioloxd option hd 32mm, 157660; 650-1064, cer option type 1 tpr sleve -6, 428390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06961, 0001825034-2017-06962.

Event description:
It was reported that the patient had an initial left hip arthroplasty. Subsequently, the patient is being revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.